Manufacturer narrative:
Event date (B)(6) 2018. Report date 08/16/18. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the oxygen device failed alarm occurred. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
The manufacturer¿s international service technician could not confirm the reported (oxygen device abnormal) issue. The manufacturer¿s international service technician determined that the unit had no abnormality at this time. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could not be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is no relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.